Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx648t) was implanted during a procedure performed in 2020. According to the complainant, the peritoneal catheter was found to be torn abdominally (the catheter was identified as part of fx648t). The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 years. Gender: female.

Manufacturer narrative:
Investigation: the catheter returned for investigation. Visual inspection: splitted/ broken catheter with cut marks were detected during the visual inspection. Verification of catheter rupture: for verification, a tensile test was performed to one of the intact returned catheter pieces. The tensile force was increased step by step until the catheter finally ruptured. As a result, the tearing edge was examined, compared with the tearing edge sent in and documented. Results: based on our comparative examination results, we have to assume that the returned catheter must have been pre-damaged. Otherwise, a different tearing edge would be visible. The catheter has a completely different " tearing edge", so that an explicit tearing cannot be present. Due to the growth of the child (implantation time: 2 years, child age: 9 years - still growing), a possibly pre-damaged catheter can be ruptured. It is not possible to retrospectively determine how the presumed damage to the catheter occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.